Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1388t x 2 competitor implantable leads (B)(6) 1997. (B)(4).

Event description:
It was reported that the patient developed septicemia. The patient¿s system was explanted and replaced. No further patient complications have been reported as a result of this event.